Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  No available (3191) is used to capture the device revision or replacement). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received were reviewed by a clinician to identify product issues and/or patient harms. Doi: (B)(6) 2016. Primary operative notes indicate the patient received a right primary attune to treat degenerative joint disease of the right knee. The patella was resurfaced, and depuy cement x2 was utilized. The procedure was completed without complications. Dor: (B)(6) 2017 (insert). Patient received a right knee insert revision to treat pain and decreased rom secondary to arthrofibrosis. Upon entering the joint, the surgeon identified and thoroughly debrided thickened periarticular scar tissue. There was no reported product problem with the explanted tibial insert. The procedure was completed without complications. The patient was revised with a depuy insert. Dor: (B)(6) 2018. Patient received a right revision to treat loosening of the tibial tray. Upon entering the joint, the surgeons identified and excised significant periarticular scar tissue. The femoral component was well-fixed but revised. Upon removing the femoral component, the surgeon identified an anterior femoral bone defect. The tibial tray was loosened and completely debonded at the cement to implant interface. There was no reported product problem with the explanted tibial insert. The patella retained. The patient was revised with unknown components. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and decreased range of motion due to built up scar tissue.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.